Event description:
The patient experienced a shocking or jolting sensation and incision site pain. She felt better after her implantable neurostimulator (ins) was turned off. A manufacturer's representative met with the patient and reviewed basic ins use. About a week later, the patient went to the emergency room because she was in a lot of pain. The patient was subsequently admitted to the psychiatric unit. According to the patient, the hospitalization was unrelated to the implanted system. About a month later, the patient experienced acute pain. She increased her ins to the highest voltage but was unable to feel stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).